Event description:
The customer observed discrepant sodium results generated from architect c16000 processing module for multiple patients. The results provided were: patient 2: initial=120 mmol/l /repeated=141 mmol/l. Patient 4: initial=126 mmol/l /repeated=164 mmol/l. Laboratory reference range for sodium=133 to 146 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
The customer contacted customer service and the customer service representative recommended the ict module be replaced. The customer stated that the ict module had exceeded 20,000 samples. The issue was resolved by installing a new ict module. No additional discrepant result issues have been reported since the troubleshooting activity was completed. A review of the architect c16000 processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 processing module and ict module, did not identify any trends associated with the complaint issue. The architect system operations manual, provides adequate information regarding the troubleshooting of erratic/discrepant results. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c16000, serial number (B)(6) or ict module.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant sodium results generated from architect c16000 processing module for multiple patients. The results provided were: patient 2: initial=120 mmol/l /repeated=141 mmol/l, patient 4: initial=126 mmol/l /repeated=164 mmol/l. Laboratory reference range for sodium=133 to 146 mmol/l there was no reported impact to patient management.